Manufacturer narrative:
Post market quality assurance has confirmed the allegations of no power and the power supply being excessively hot.

Event description:
Boston scientific received information that the patient reported this communicator would not power on. The patient then unplugged the communicator and observed the power supply was hot to the touch. No adverse patient effects reported. The patient has returned the communicator and the power supply.